Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of wound drainage was noted. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of wound drainage was noted. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure.